Event description:
The device was removed due to "infection" and "severe pain in the penis." As reported to co, the entire device was removed and replaced with another malleable penile prosthesis 3/14/97 -upon receipt of add'l info from the physician/surgeon, he stated, "after implanting the device one week, pt was suffering severe pain in penis which continued for one month. We explanted the device and implanted another and now he is well and good."